Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was paged at 1:41 am due to an emergency backup battery (ebb) fault alarm. This issue was said to have occurred multiple time, with the most recent incident on (B)(6) 2025 ((B)(6)), which was resolved by reseating the ebb. A similar issued occurred in may, at which the time the system controller was replaced ((B)(6)). This would be the second system controller exchanged for this patient. Log files captured ebb faults on (B)(6) 2025 due to the ebb failing the load test. The log file ended with a driveline disconnect so the system controller can be exchanged. Log file was unremarkable. The alarms resolved from the second system controller exchange. The system controller was intended to be returned for evaluation.

Event description:
The patient's previous controller exchange in may2025 is reported under MFR #: 2916596-2025-03665. Log files captured ebb faults on 30oct2025 due to the ebb failing the load test.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Review of the log files revealed starting on 30oct2025 at 01:30:44, a backup battery fault alarm activated due to the battery not passing the load test. The backup battery did not pass the load test due to the unloaded voltage measuring under the acceptable threshold as compared to the loaded voltage. The alarm intermittently reactivated throughout the log file and did not resolve before the controller was exchanged. The alarm did not affect pump operation. The returned heartmate 3 system controller (serial number (B)(6)) was functionally tested and was found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. Multiple backup battery load tests were initiated during testing, and an alarm was not reproduced. Provided information stated that the backup battery fault alarm resolved with the controller exchange. The root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D), section 7 ¿ ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. A), section 5 ¿ ¿alarms and troubleshooting¿, cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU, section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.